Manufacturer narrative:
Section a5b, b2: correction manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient had right upper extremity (rue) weakness, dysphasia. Patient was on stepdown floor, stable, working with physical therapy, occupational therapy, and speech-language pathology (pt/ot/slp).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted to have right (r) sided weakness postoperative day (pod) 1. Computed tomography angiography (cta) and CT done and left (l) frontal stroke noted with aphasia. Patient in intensive care unit (ICU)